Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 22, 2021. Section d9: returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing record was performed and no nonconformormance was found as part of this review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to the patient reporting discomfort of vision during post-op exam. The patient's daily activities was significantly affected. The patient complained can see the diffractive ring in daily life and was not satisfied with near visual acuity (va). There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson zlb00 lens (higher diopter) was implanted as a replacement. Vision pre-operative: far: 0.8 near: j3 (decimal). Vision post-operative: far: 0.7 near: j5. No further information is available.